Event description:
It was reported that the right atrial lead was found to be dislodged at a follow up a couple days post implant. It was also reported that the patient has a right atrial button due to patent foramen ovale (pfo). The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable pacing lead (B)(6) 2013. (B)(4).